Event description:
The customer tested his blood glucose on his contour meter and received consecutive results of 323 and 153mg/dl. He adjusted his insulin based on the meter readings. Dosage amount was not provided. After doing so, he alleged to have almost gone into diabetic shock. He tested his blood glucose again on the contour and received a 105mg/dl. He re-tested on a different meter and received 44mg/dl. Further information regarding the event was not provided. Replacement meter and strips were sent and customer was advised to return his strip for evaluation.